Event description:
It was reported that when the device was used during a hemmorhoid procedure, the pt developed bleeding post-operative. Pt was brought to the operating room where a posterior hematoma in the retrorectal space was found. The posterior staple line was oversewn and then there was no additional significant bleeding noted. There were no other pt consequences.